Event description:
Customer reported that the plastic next to the drive support cap was missing from the insulin pump. She was not sure how this damage occurred. The blood glucose reading was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a crack on the battery tube threads, scratches on the reservoir tube window, and a missing end cap sticker.